Event description:
It was reported that during a lap cholecystectomy procedure, the clip failed to grasp tissue, fire and then clip scissored. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.